Event description:
Sensor error > 3 hours - replaced sensor: dexcom refuses to replace sensors that stop working. Dexcom g6 sensor inaccuracy: 11:48am g6 reading 97, finger stick reading is 168. That is a mard of 73.2%, which is outside the allowed 20% range.